Event description:
An operating room manager reported several occurrences where the surgeon noticed insufficient flow during cataract procedures which resulted in intermittent anterior chamber collapse. For every occurrence, the issue was resolved by changing the product. There was no patient harm. No product samples were retained.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. Visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).